Manufacturer narrative:
(B)(4). Date sent to FDA: 05/26/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device vcp359g; qgbdxsw0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp359g. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of revealed the fracture was mixed mode composed of both microvoid coalescence, which is evidence of a ductile fracture mode and intergranular fracture, which is evidence of a brittle fracture mode. This was a mixed mode fracture.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: was the needle tip retrieved during the same procedure? Yes. How was it retrieved? The wound was irrigated and removed with suction. Was there any additional tissue damage as a result of searching for the needle piece? No. Was additional dissection required in other organs/tissues other than the target tissue? No. Were there any patient consequences as a result? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a lets biopsy on (B)(6) 2021 and suture was used. During suturing to close the biopsy site, the needle tip of the suture broke off. The needle and tip fragment were recovered during the same procedure and the site was irrigated. Another suture was used to suture the affected area and hemostasis was achieved with no delay. There were no adverse patient consequences. Additional information was requested.